Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), embedded device ("one essure coil is identified from the entrance of the fallopian tube of each side and embedded into the myometrium measuring 3.5 cm on the left and 3 cm on the right") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included adenomyosis, asthma, fibroids, meningitis and grand multiparity. Concurrent conditions included obesity and uterine bleeding. Concomitant products included ibuprofen, ibuprofen (excedrin ib), solpadeine (tylenol 1) and vicodin (norco). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 6 months 11 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), genital haemorrhage (seriousness criterion medically significant), headache ("migraines/headaches"), pelvic pain ("pain") and rash ("rashes or skin conditions"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), migraine ("migraine headaches") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, embedded device, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, genital haemorrhage, headache, pelvic pain, rash and weight increased had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, vaginal discharge and weight increased to be related to essure. The reporter commented: removing of the essure coils also required removal of her uterus, cervix, bilateral fallopian tubes and both ovaries. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. On (B)(6) 2017:surgical pathology report: uterus, cervix, bilateral tubes: - leiomyomas. - serosal adhesions. - secretory type endometrium. - cervix: no significant histopathologic abnormality. - both fallopian tubes appear to be with no significant histopathologic. Gross description: one essure coil is identified from the entrance of the fallopian tube of each and embedded into the myometrium measuring 3.5 cm on the left and 3 cm on the right. Most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet & medical record received. Events abnormal genital bleeding, headaches, rashes , pelvic pain, weight gain, device monitoring error,device embedded are added. Lab data updated. Concomitant , historical conditions and drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (removal of essure devices, total hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: removing of the essure coils also required removal of her uterus, cervix, bilateral fallopian tubes and both ovaries. Plaintiff has been left with abdominal deformity and severe large scarring. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.